Manufacturer narrative:
The product was returned and investigated and the product investigation did not confirm the error complaint. However, the meter did display missing segments during product testing which is unrelated to the injury reported.

Event description:
Customer reported receiving an error 6 message on her precision xtra blood glucose meter and was unable to test due to having expired strips. She began to experience symptoms including tingling in her fingers and hands. She went to the hospital and was diagnosed with hyperglycemia and treated with an IV solution. There was no report of death or mistreatment associated with this event.